Event description:
It was reported the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed the patient's implantable cardiac monitor (icm) had a false pause episode due to under-sensing. The patient will be continued to be monitored by the clinic. No patient consequences were reported.